Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, deep scratches were found on the cover and connector holder. There was no image on the screen when manipulating the cable due to open pin 8 and a loose connector. The cable length was found out of tolerance. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that there was no image and that cables were damaged while using a scope. No patient involvement or injuries were reported. No additional information has been obtained.